Event description:
A report was received that the patient had a painful battery site. The patient will undergo a surgical procedure wherein the battery will be changed and the pocket site will be revised.

Event description:
A report was received that the patient had a painful battery site. The patient will undergo a surgical procedure wherein the battery will be changed and the pocket site will be revised.

Manufacturer narrative:
Additional information was received that the patient underwent a battery replacement procedure and it was physician¿s preference to replace it. The battery was too shallow and bothering the patient. It was also reported that the patient was getting a telemetry error with the remote control (rc) to the ipg. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.